Event description:
It was reported that during testing conducted at the manufacturer facility, the drill was overheating. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
During the device evaluation, corroded components were found within the device, including the rotor, driveshaft assembly and the motor cartridge. Increased friction due to corrosion is a probable cause of the reported overheating.